Event description:
Same case as MFR# 2134265-2012-01747 and 2134265-2012-01750. It was reported that post a stenting treatment procedure. The patient expired. In (B)(6) 2011, the patient was brought to the cardiac catheterization lab in stable hemodynamic condition. Access was obtained via the right femoral artery. The target lesion was located in the 60% stenosed, 3.5mm right coronary artery (rca) which had a bend greater than 90 degrees. A 3.5x15mm non bsc stent was deployed at 10atms for 20 seconds and post dilation was performed with a 3.75x12mm quantum balloon at 13atms for 10 seconds. The procedure was successfully completed with 0% residual stenosis. No patient complications were reported. In (B)(6) 2012, the patient presented with unstable angina. Timi 3 flow was noted in the rca; however, an intra-aortic balloon pump was placed due to severe hypokinesis, increased left ventricular end-diastolic pressure and coronary artery disease. The following day, the patient experienced chest pain and it was found that the patient had an occluded left anterior descending artery (lad) along with 80-90% in-stent restenosis in the rca. The rca was predilated with an apex balloon at 13atms for 10 seconds and then a 3.5x15mm non bsc stent was deployed in the lesion at 12atms for 17 seconds. A 4.00x12mm nc quantum apex balloon was used for post dilation and the balloon as inflated to 12atms for 14 seconds and again at 12atms for 13 seconds. The lad was then predilated with a 2.5x15mm apex monorail balloon which was inflated to 9atms for 19 seconds, 10atms for 14 seconds, 12atms for 13 seconds and again at 12atms for 10 seconds. A 2.5x28mm promus element plus stent was deployed in the mid lad at 9atms for 36 seconds. A 3.0x28mm promus element plus stent was deployed proximal to the previous stent at 13atms for 25 seconds. A 3.00x12mm promus element plus stent was then deployed in the proximal lad at 12atms for 20 seconds and 11atms for 12 seconds. Nitroglycerine and adenosine were administered and the procedure was successfully completed with an excellent final result in both arteries. In (B)(6) 2012, the patient presented to the emergency room with vomiting. The patient became hemodynamically unstable and coding was initiated. The patient arrived to the cardiac catheterization lab with CPR being performed; however, stable rhythm could not be obtained and there was no evidence of cardiac contraction. Multiple defibrillations were attempted; however, procedures were called approximately after 35 minutes of CPR and the patient expired.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).